Event description:
Right swollen knee [joint swelling], knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2009, from a healthcare reporter via a company rep regarding a (B)(6) female patient with a history of osteoarthritis and previous synvisc injections (B)(6), who experienced right knee swelling and knee effusion after starting synvisc. The patient received three previous treatment series of synvisc on unspecified dates. She received injections of synvisc into her right knee on (B)(6) 2009 and (B)(6) 2009. On (B)(6) 2009, the patient experienced right knee swelling. On an unspecified date the physician drew off about 50cc of cloudy fluid which was sent for cultures and are pending at the time of this report. The hcp stated that the relationship of the event to synvisc was definite. At the time of this report, the outcome of the patient was unknown. The lot number was u0817 and the expiration date was jul-2011. Additional info was received on 21-jan-2009, in the form of qa results. The production and quality control documentation for lot# u0817, with expiration date 07/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. (B)(4). Additional info was received on 02 february 2009 from the healthcare provider who confirmed the patient had a history of severe osteoarthritis for ten years. He updated the medical history to include joint narrowing with the presence of osteophytes, and previous treatment with nsiads and steroids. The hcp confirmed the patient received two synvisc injections in her right knee on (B)(6) 2009, and (B)(6) 2009. Effusions were not collected prior to injections. The hcp confirmed the patient experienced right knee swelling and knee effusion starting on (B)(6) 2009, that required treatment consisting of aspiration of fluid and cortisone therapy. On (B)(6) 2009, arthrocentesis was performed and 50ml of exudate was collected. The hcp reported that analysis of the exudate revealed 4+ wbcs and cultures showed no growth after three days. The hcp stated that the event of knee swelling was severe in intensity and definitely related to synvisc. At the time of this report the patient had recovered. Additional info was received on 03 february 2009. The production and quality control documentation for lot# u0817, with expiration date (07/2011) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. All release parameters were within specification for lot u0817. For hylan a-10, the hydration level & viscosity were reviewed. For hylan b-10, the hydration level, rheology gae and rheology gae ae were reviewed. Trend analysis determined that results were within calculated control limits and within spec limits. All ncraes associated with lot u0817 were reviewed. The investigations of each of these (B)(4) indicated no product impact.

Manufacturer narrative:
Eval summary - the production and quality control documentation for lot# u0817 expiry date 07/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.